Event description:
It was reported that the patient had been admitted to an emergency clinic on (B)(6) 2026, with profuse bleeding from their pod infusion site (arm) while wearing the pod between 4 and 24 hours. When the patient woke up and first noticed the bleeding, they removed the pod, but the bleeding persisted. The patient was diagnosed with a puncture wound caused by the cannula. The patient was treated with cauterization to seal the area followed by application of an adhesive strip. No impact to the patient's glucose level was reported. The patient was released the same day after an hour and a half.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.